Event description:
It was reported that the customer was in the emergency room due to high blood glucose reading on the 500s mg/dl. It was stated that the customer experienced nausea and cramps. Troubleshooting was performed. The time, date, and settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the infusion set and reservoir. The mother called back and stated that the customer' blood glucose had elevated, and a hole in the tubing near the reservoir was found. The infusion set was changed and the customer was treated with a manual injection. Hours later, the mother called back again and stated that his glucose again went up, and he was experiencing nausea. Found that the infusion set was not inserted properly and the insulin was entering in his body. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.